Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of contamination and labeling issue were not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leaks in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. One of the pump krt (cylinder) was closed/plugged with a metal screw. The pump was functionally tested and failed deflation test (2) and activation test (2). Based on this investigation, the investigation conclusion code of unintended use error caused or contributed to event was chosen because the physician made an unintentional error that caused the event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during implant procedure, the device was opened and it was the wrong size, the components were not implanted as they were already contaminated.

Event description:
It was reported that during implant procedure, the device was opened and it was the wrong size, the components were not implanted as they were already contaminated.